Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient had been experiencing discomfort due to fluid being present at their ipg site. In turn, the fluid was drained. Follow-up revealed the issue was related to a seroma. Draining the patient's ipg site provided temporary resolution as fluid remained. As a result, the patient underwent surgical intervention. During the procedure, the doctor explanted the patient's ipg. The doctor also removed scar tissue that was present at the ipg site and cleaned the pocket. The patient's ipg site was also made smaller by the doctor and a replacement ipg was implanted. Surgical intervention addressed the patient's issue.

Event description:
The patient's weight was gathered via follow-up.